Event description:
The screw was reported inserted. When the doctor went to compress with outer head, the head broke. The screw was then removed and another was inserted sucessfully. No patient injury was reported.